Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 10 cm diameter abdominal aortic aneurysm. It was reported that a follow up CT scan showed the patient had aneurysm growth and unknown endoleak. The physician performed an angiogram which revealed a type iii endoleak, fabric which appeared to be coming from the flow divider. Secondary intervention was performed the physician coiled the ima, implanted endurant 36 aui stent graft, an endurant 16x20x156 iliac limb that extended into the right common iliac artery, and implanted a 24mm occluder plug in the left common iliac artery. A fem-fem bypass was done. There was no observable endoleak into the aneurysm after the case. No additional clinical sequelae were reported and the patient is fine. Film review of pre-implant cta¿s revealed that the patient had a highly a-p angulated infrarenal neck. The proximal neck flow lumen diameter was approximately 26mm. The neck was free of calcification. The max diameter aaa measured 11mm and contained thrombus. The right common iliac artery diameter ranged from 14-17mm, and the left common iliac artery diameter ranged from 16-19-12mm. The iliacs were non-calcified and mildly tortuous. Review of cta¿s 4 months post-implant revealed that the endurant aortic cuff and bifurcate were positioned within the angulated neck just below the level of the renal arteries. The bifurcate was approximately 5mm below the cuff. The proximal bifur/cuff stent graft od was 27mm and there was approximately 1cm of proximal seal length distal to the proximal graft markers. The aortic body was angulated 60 deg a-p to the iliac limbs. The ipsilateral limb and extension were positioned into the right common iliac artery and the contra limb + extension crossed over the ipsilateral limb and were positioned into the left common iliac artery. The max diameter aaa measured 11cm. Contrast was seen within the sac near the level of the bifurcate flow divider; primarily on the anterior side of the stent grafts. The source of the endoleak could not be confirmed; this appeared most likely to be a type iii fabric endolea k from bifurcate and/or contra limb, as well as a possible type ii from the ima feeding the anterior/superior aaa. Both limbs were patent; there was a slight amount of thrombus seen within the distal left contra limb extension. Review of an recent angiogram study confirmed contrast outside the stent graft when the pigtail was placed just proximal to the renals. The source/type of endoleak could not be confirmed. No other stent graft issues were observed. The pigtail was moved inside the aortic body and within the contralateral gate, including within the gate during balloon occlusion of the ipsilateral limb below the flow divider. The precise location of the contrast source could not be determined. The contrast may have been coming from the flow divider from a possible type iii fabric endoleak. A type ii endoleak from the ima may have also been a source of the contrast. Images during the intervention coiled the ima and relined the right limb with an aui were not available for review.

Manufacturer narrative:
(B)(4).